Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) lead demonstrated loss of capture and was repositioned. A milky substance was discovered in the pocket and an absorbable envelope was applied. It was later reported the system was removed for infection. No other patient complications have been reported as a result of this event.